Event description:
A hospital in (B)(6) reported that the mask seal of an rt042 nasal mask separated from the mask frame "too easily". There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mask was discarded by the hospital. Questions were submitted to the hospital in order to obtain further information but no response was received. Our investigation is therefore based on the description of events and our knowledge of the product. The rt042 nasal mask has a hard plastic base, with a silicone seal enclosing foam around the outer edge of the base to seal onto the patient. The seal is held onto the base of the mask by a combination of silicone clips with an interference fit. To remove a properly fitted seal requires excessive force. It is possible that incorrect or poor assembly by the operator on the production line contributed to a weak seal. Awareness training was given to production line staff to ensure our standard operating procedures are being followed correctly and to prevent a reoccurrence of this event. The seal or cushion can also come apart if sufficient force or pulling is applied during use. However, without the complaint device, we are unable to definitively determine the cause of the detached cushion in this instance. Before assembly the rt042 mask base and other components are visually inspected to check for any defects. Following assembly every mask is visually inspected to ensure that the silicone seal is correctly fitted and retained by the lip on the mask. Discarded by hospital.